Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that levophed was infusing and the pump alarmed for channel error. There was no report of any patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided. The biomed also reported that the error was caused by a pressure sensor failure.